Event description:
***Update avoe 11-sep-2024. It was confirmed that the wound revisions took place from the 22nd may 2023 and the identified pathogen was staphylococcus aureus.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a patient got an infection after a tightrope® xp device was implanted. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.